Event description:
It was reported the patient's device was replaced due to pain at the device site, located on the patient's bottom. It was also reported the battery was at its end of life and the replacement device was instead implanted in the patient's abdomen. It was reported the patient recovered with no injury or adverse event.

Event description:
Additional information received reported that the complaint didn't concern the battery depletion and it was noted that the voltage was high for the patient. The reporter stated that the patient was all right.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).